Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump was unable to verify for any alarm due to no button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing address serial number label.

Event description:
It was reported that the buttons on the insulin pump are not responding. Customer was trying to deliver an insulin bolus. Blood glucose value is 145 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.